Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient reported that they were trying to reset the phone. The patient stated that it was taking longer and longer. The patient stated it ran at 90% and then sat there for minutes and minutes. The patient stated they got 7 boluses per day. The agent reviewed information and walked the patient through clearing data on the handset. The patient disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh9020tdd lot# serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that for the past month and a half to two months the patient had been getting stuck at 90% when trying to connect to the pump for a bolus. The patient stated it takes about a minute to connect and sometimes it would get stuck at 45-50% and then it would stop and say not to move it so that it could communicate with the pump. Agent walked caller through clearing out the data in the myptm app. Patient would monitor the issue and call back if needed.

Event description:
Additional information was received from a consumer stating that the lag did resolve for a while. The patient was told how to delete patient data files which only helped for a while. Patient stated that the have no other ways to resolve the problem.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID hh9020tdd, serial# (B)(6), product type: medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.